Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module stopped infusing unexpectedly during a midazolam infusion. At 2330 an infusion of midazolam (100mg in saline 100ml) was intended to infuse at a rate of 1mg/hour. The following day at 0200, the medication bag was found to be empty sooner than expected. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module stopped infusing unexpectedly during a midazolam infusion. At 2330 an infusion of midazolam (100mg in saline 100ml) was intended to infuse at a rate of 1mg/hour. The following day at 0200, the medication bag was found to be empty sooner than expected. There was patient involvement but no harm.